Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving bupivacaine at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient used his patient therapy manager (ptm) at 1300 and 2100 the day before this report. Shortly after administering the "bonus" (bolus) at 2100, the patient reported weakness and the inability to use his lower extremities. The patient was taken to the emergency room and was then transferred to the hospital for additional testing. It was reported that the patient had the pump and catheter replaced the tuesday evening before this report (2017-oct-31); the dose was reduced after replacement but the doctor felt it may have still been too much. The patient had bupivacaine in his pump and the doctor felt that's what gave him the lower extremity weakness. "Scans" came back with no acute changes. The patient was released home the day of this report. The doctor reduced the dose by an additional 30% and would provide medication and dosing the day after this report. At the time of this report the patient was home and had full function of lower extremities. It was reported that the issue was resolved at the time of this report and the patient status at the time of this report was "alive - no injury." It was reported that no surgical intervention occurred or was planned. No further complications were reported.